Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 550 mg/dl. The current blood glucose was 448 mg/dl. Customer treated high blood glucose with bolus with the pump and quick pen. Based on customer report customer does not allege pump was under delivering. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to monitor and call back if she continues to have issues with her pump. The insulin pump will not be returned for analysis.